Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Customer returned 3 unopened, and 1 broken wgprime25 from lot number 0000180679. Using microscope visually checked broken file. No manufacturing defects or markings noted on file. File was broken high on the shaft, just were the flutes start. Approximately 16mm of the file was broken off. Using microscope visually checked unopened files. No manufacturing defects or markings noted on files. Measured the files using tm-0061 on nikon 4 according to the specifications on (B)(4)-wgprime25-a[10].

Event description:
It was reported that a waveone gold file broke in a patient's tooth during use. The broken piece could not be retrieved and was incorporated into the filling.